Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter was reading inaccurately high, compared to another meter (unknown). The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the alleged meter issue began around (B)(6) 2016, alleging that she obtained an inaccurately high blood glucose reading of ¿106 mg/dl¿ with the subject meter compared to ¿40 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient informed the csr that she manages her diabetes using insulin pump therapy. It is not known if the patient made any changes to her usual diabetes management routine in response to the alleged inaccuracy. The patient reported that at an unknown time, after the product issue, she developed the symptoms of ¿lethargy, sweaty, shaking, problems with breathing and became unresponsive¿. The emergency services were called and the patient reported she was transferred to hospital. She was admitted for management of hypoglycemia. The patient stated she had her blood glucose tested on an emergency medical service meter, obtaining a result of ¿less than 20 mg/dl¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.